Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in anti-d microwell of the mts abd/rev card. Lot number: 062315037-04 expire: 5/12/2016. According to customer, sample with previous history of blood type ( group b, rh positive) was tested in mts abd/rev grouping lot # 062315037-04 exp 5/12/2016 on (B)(6) 2015 using manual gel method. Stated results demonstrated group b,rh negative. Because of previous history, testing was repeated using the same lot # of mts abd/rev gel cards and according to customer the anti-d microwell reacted positive (4+). Customer further added the same lot of mts diluent 2+ was used for both red cell suspensions . Customer then send sample in question to sister site and with repeat testing using both provue and manual gel. The blood type was confirmed to be group b, rh positive. ( gel cards lot # not provided that was used at sister facility) daily qc testing was performed and acceptable. Issue started on: (B)(6) 2015; reported 10/20/2015. Frequency: 1x. Pattern observed: negative reaction in the anti-d microwell. Customer was expecting: positive. Test repeated: yes, gel method and automated. Result obtained by repeating: positive (4+). Method used to repeat: gel/manual. Last qc run: (B)(6) 2015. Visual appearance before use: ok. Pipette used: mts. Cards/cassettes centrifugation: mts. According to customer, after repeat testing at both facilities, blood type of patient was confirmed to be group b, rh positive. No bias results reported.